Event description:
Medtronic received information via literature regarding a 79-year-old female patient with severe aortic valve stenosis and moderate valvular aortic regurgitation of a degenerated non-medtronic bioprosthetic valve. In a subsequent procedure a 26 mm medtronic evolut r (unique device identifier numbers not provided) was successfully placed inside the degenerated non-medtronic bioprosthetic valve in a high position. The initial mean gradient dropped from 42 mm hg to 20 mm hg. Next a fracturing of the non-medtronic bioprosthetic valve was performed with a dilatation balloon, which further reduced the mean gradient to 7 mm hg and the waist width of the evolut r increased from 15.5 mm to 18.9 mm. There was no relevant aortic regurgitation and coronary arteries were patent. A non-medtronic neuroprotection device captured large pieces of embolized material. Clinically, the patient recovered quickly without neurological, conduction, or access-related complications. Echocardiography at discharge demonstrated low mean gradients of 11 mm hg and no aortic regurgitation. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.